Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic during a regular follow up. It was noted that the p wave amplitude was decreased and the capture threshold had increased. X ray confirmed lead dislodgement from its original position. The device was initially reprogrammed to address the issue. On (B)(6) 2018, during the replacement procedure, when the physician retracted the helix and attempted to remove the lead, the lead could not be pulled back from the atrium. The lead was capped and then buried in the pocket. A new lead was implanted successfully and the patient remained stable pre, during and post procedure. Patient was discharged after a short recovery period.